Event description:
It was reported that this left ventricular (lv) lead was part of a system affected by an infection. An explant procedure was scheduled. This device was replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)